Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, migrated caudally, six legs of the filter bent and perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years seven months of post deployment, computed tomography of the abdomen was revealed the apex of the filter was in the intrahepatic portion of the inferior vena cava. There was mild posterior tilt of the suprarenal filter. The apex did not touch the wall of the inferior vena cava. The struts are intact. There was no perforation of the struts beyond the wall of the inferior vena cava. Additionally, there was a partially imaged infra renal filter, which appears fractured, with one of the struts extended into the left common iliac vein. Around, ten months later, abdominal x-ray showed the filter was at the level of t12 to l1. Around, two months later, computed tomography angiogram of the abdomen and pelvis with and without contrast revealed suprarenal filter was noted without evidence of strut fracture or adjacent organ strut penetration/interaction. The proximal tip of the filter was at the level of the hepatic veins. The filter leg penetrated. The patient reportedly experienced cramping vague right sided abdominal pain. Around, twenty-seven days later, chest x-ray showed no radiopaque foreign body visualized in the chest to suggest embolized filter fragments. Around, nineteen days later, the patient presented for filter retrieval, under ultrasound guidance the right internal jugular vein was accessed with an introducer needle. A bentson wire was then placed followed by a 5 fr sheath. The wire was navigated into the inferior vena cava below the level of the filter. A pigtail catheter was then placed over the wire and a diagnostic vena cavagram was performed which demonstrates patent inferior vena cava with no evidence of filling defects. The sheath was advanced towards the filter, but the sheath tip would not cover over the filter tip. Therefore, while pulling gentle back tension on the lasso system under the filter collar, then introduced the endobronchial forceps through the 18 fr sheath. The tip of the filter was grasped with the forceps with a good purchase and applied back tension. The sheath was then advanced over the filter and the filter legs collapsed into the sheath and filter was removed successfully. Gross description revealed the filter contains six legs measuring 4.0 cm in length and less than 0.1 cm in diameter. One of the legs was missing a hooked end. There also 6 bent arms measuring 2.9 cm in length and less than 0.1 cm in diameter. There was a focal amount of red soft tissue cemented to the device measuring 0.8 x 0.3 x 0.3 cm. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and material deformation. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, migrated and six legs of the struts perforated. The device was removed percutaneously. The current status of the patient is unknown.